Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump histories that would indicate a malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the patient experienced blood glucose (bg) levels of about 40mg/dl to 50mg/dl with dizziness and feeling as though she was going to pass out. The bg was treated with glucose tablets or juice. The pump history was reviewed and all settings were correct. When the bolus history was reviewed it was noted that the patient was bolusing for high bgs and then a few minutes later bolusing for meals instead of doing them together. Customer support (cs) explained to the family member how to properly bolus for meals and bg correction and advised family member to follow-up with their healthcare professional (hcp) for clinical recommendations. The family member reported that the patient's hcp recently increased the afternoon basal rate. Cs determined that there was no malfunction with the pump. The patient continues to use the pump with no further reported incidents. This report is being made due to the patient's alleged hypoglycemic event.